Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during set up of peritoneal dialysis therapy. There was nothing found during troubleshooting that would cause or contribute to the event. Product surveillance (ps) discussed the possible reasons and assisted the caregiver to re-prime for two times but the air would not clear. Ps assisted to end the therapy and the patient would start over the therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.